Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, hemostasis was successfully achieved after the clip was deployed; however, the device was difficult to remove from the pt's artery. The physician depressed the vessel locator button; however, the device could not be removed. Forceps were used to remove the device. There were no reported adverse patient effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.